Event description:
A health professional reported that a patient was revised approximately 1 year and 2 months post-operatively to address an infection. It was further reported that exudate was observed from the surgical site and that the implants were removed during the revision surgery. This report captures the sixth of fourteen mesa 2 deformity uniplanar screws.